Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was hit over the implant and lost access to sound from that time.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The patient was hit over the implant and lost access to sound from that time.

Manufacturer narrative:
Additional information: according to the information received, damage to the stimulator housing caused by the reported external impact to the head, is likely the reason for the reported problem. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
The patient was hit over the implant and lost access to sound from that time. The device will be explanted but a date is not yet known.